Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) perforated the patient's cardiac wall which resulted in a pericardial effusion. The ipg remains in use. No further patient complications have been reported as a result of this event.